Manufacturer narrative:
Concomitant medical products: product ID: 8780, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a consumer and healthcare provider via a company representative in regard to a patient receiving gablofen 500 mcg/ml at 224 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient experienced an increase in spasticity. No alarms occurred in pump event logs. There was no dye in catheter when dye study was performed. Pre-op increase in dosage was ineffective. Intra-op, they were unable to aspirate cerebrospinal fluid (csf) from catheter via the catheter access port (cap) or directly from implanted catheter. The pump and catheter were replaced. It was unknown if the issue was resolved at the time of event. The patient's status at the time of event was alive no injury. An 8780 catheter and 8637-40 pump were explanted and replaced. The onset, outcome, and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.